Event description:
Complainant alleged that the clinicians were setting up the device in preparation to monitoring a pt (age and gender unknown) using multi-function electrodes and multi-function cable. The complainant indicated that the device screen lost the ECG and went flat line when the clinicians attempted to monitor the pt. There was no indication of any adverse effect on the pt as a result of the reported malfunction.